Event description:
It was reported that a lap-band system was replaced due to a suspected leak in the tubing. The physician noticed missing fluid everything the patient came in for fill.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."